Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she could have been hospitalized for high blood glucose readings based on the insulin pump not working. Customer's blood glucose reading at the time of the call was 297 mg/dl. No further information reported.